Event description:
Philips received a complaint on the v60 ventilator indicating that during inspection, it was observed that the device had an error "check vent: ovp circuit failed" message. The device was restarted but no alarms occurred, and the issue could not be reproduced. The device was replaced with a unit of the same model. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm.

Manufacturer narrative:
The authorized service provider (asp) inspected the device but could not duplicate the issue. The event log history showed the codes 1101 and 3007. Per the v60 service manual, if the diagnostic code 1101 occurs in conjunction with diagnostic code 3007 (software exception), no action is required. It means that the ventilator restarted due to an abnormality detected while operating. The software version was checked (3.20) and the device was cleaned. The device passed run-in and functional testing.